Manufacturer narrative:
An evaluation of the suspect device found no manufacturing, processing or design related irregularities. The instrument to be properly manufactured and released in accordance with the device master record. (B)(4). The illico mis posterior fixation system is intended to facilitate the surgical correction of noncervical spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. When used for a minimally invasive posterior approach illico mis instrumentation is used in conjunction with polyaxial screw components. (B)(4).

Event description:
During the rod reduction process the screw extender became detached from the left l3 screw causing the distal tab to fracture and separate with continued rotation of the reducer. The fragment approximately .190 in diameter could not be retrieved and remains in the patient. The surgeon placed set screws at 19 of the 20 level construct except for the l3. The procedure was a t9-s1 posterior illico fixation of a t11-s1 fusion.